Event description:
It was reported that pump experienced malfunction with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to reset pump later using reset information provided by technical support, and no additional corrective actions were reported.